Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection, it was observed that the metal tip was broken and separated from the healix advance driver tubing. Also, it was identified marks of scratches in the connection point between the shaft and the tip. Therefore, the complaint reported can be confirmed. The anchor, the suture and the handle cover were not returned with along the device. A manufacturing record evaluation was performed for the finished device lot number: 7l93431, and no nonconformances were identified. A prior manufacturing investigation was conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. The external manufacturer concluded that the root cause is undetermined. The shaft and the tip have a connection point and it is probable that this type of failure can related to a welding issue; when applying excessive tension or with off axis insertion affecting the connection point; however, it cannot be conclusively affirmed. The failure was inspected and a closer analysis to the several controls; also, during receiving inspection and manufacturing process have been done. As a result. There was no incident. Nevertheless, there is no evidence of manufacturing anomalies on the paperwork reviewed. As per IFU, it is important to do not apply a bending force to the inserter. This can damage the anchor or inserter tip. Also, the steps for a proper insertion are provided. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a rotator cuff repair surgery of the left shoulder on (B)(6) 2021, it was observed that the shaft on the 4.5 healix advance br3sut w/oc anchor device broke upon insertion. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.